Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red, itchy, and open rash on her back. There is no alleged device malfunction. The patient's physician instructed the patient that she could end use of the lifevest if she did not want to wear it due to the rash. Follow-up indicated that the patient ended use of the lifevest and the rash had healed.